Event description:
It was reported that the user experienced a hypoglycemic event of unclear cause, was not connected to the ilet at the time, and reported contributing factors including anorexia, long work hours, and a physically demanding job. Symptoms included low blood glucose. Outcomes included no hospitalization reported. Investigation included collection of event details and attempts to obtain additional information from the user. Investigation of this case revealed no device involvement at the time of the event and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information and non-device factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.